Event description:
This case concerns a 75-year old male who irrigated with peristeen and then developed acute abdominal pain. He immediately went to emergency and was hospitalized. He received an ileostomy. The cause was an intestinal perforation, and it is suspected that diverticula had become inflamed. No preliminary examination was carried out, however the patient received great care stomatherapist and coloplast consumer care team. No additional information available.